Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the lips with .8 ml of juvéderm® ultra¿ xc and in the glabella, nasolabial, nasal tip and nasal spine with juvéderm® voluma¿ with lidocaine. Two days later, the patient reported inflammation. After a week, patient reported visible nodules. Healthcare professional treated patient with local anesthesia without vasoconstrictor, anaesthetizing the lower and upper alveolar and injected 1500 iu of hyaluronidase to completely dissolve the hyaluronic acid. The patient was concomitantly injected in the forehead, eyebrows, nose, and chin with botox®. Event status is unknown. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00869(allergan complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.